Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported giving herself a bolus of 14 units of insulin when the blood glucose was 390 mg/dl and disconnecting after treating. When the customer checked the blood glucose level again, it was 496 mg/dl. The customer stated that she believes that she did not insert the infusion set correctly, but declined troubleshooting. The customer stated that she will check if blood glucose is decreasing and call to troubleshoot if it is not. Nothing further reported.